Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in the device. The patient alleged drained feeling, dizziness, memory loss, itching all over the body, watery eyes, pain in both hands. The patient also alleged the device has left burnt marks on her chair. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in the device. The patient alleged drained feeling, dizziness, memory loss, itching all over the body, watery eyes, pain in both hands and nausea. The patient also alleged the device has left burnt marks on her chair. This notification was reviewed by the pms clinical expert due to the patient reporting "drained, feeling dizzy. Memory loss. Itching all of [over] her body. Eyes stay watering. Pain in both of her hands. Nausea." No other clinical information or medical intervention was reported. However, the patient makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. Therefore, based on available information the event is assessed as not related to the recalled device in this case. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section e1 (email address) was missed in initial report and was captured in this report and section h6 was updated in this report.